Event description:
It was reported that patient underwent a lumbar posterolateral interbody fusion surgery at l5-s1, using a peek cage packed with local bone graft and rhbmp-2/acs on (B)(6) 2010. Following surgery, starting on (B)(6) 2010 and continuing through at least (B)(6) 2011, the patient followed up as instructed. The patient continued to complain of lower extremity pain, numbness, and tingling. On (B)(6) 2011, the patient presented for exploration and removal of bone fragments at l5-s1, and a decompression of the foraminal stenosis. Following that procedure, the patient continued to complain of lower extremity pain and numbness. In (B)(6) 2013: patient underwent a CT of the lumbar spine. The CT reportedly indicated that excess bone growth had occurred around the nerves bilaterally, more on the left than right, and was most likely the cause of the patient's reported continued symptoms and disability.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with back pain and the preoperative diagnosis of degenerative disk disease with instability and radiculopathy, l5-s1. The patient underwent surgery which consisted of pedicle screw instrumentation, l5-s1; posterolateral fusion, using structural arthrodesis, bmp compression resistant matrix and morselized bone graft, l5-s1; posterolateral interbody fusion using structural arthrodesis, peek cage, bmp and morselized bone graft; and lumbar decompression at l5-s1 to decompress the l5 nerve root and s1 nerve root. Per the operative report "peek cage was then brought into the field. It was filled with a bmp soaked sponge and previously morselized bone. A construct of morselized bone and bmp sponge were the placed anteriorly into the disc space followed by the peek cage. This was placed into position and tacked anteriorly and rotated. Bmp and bone matrix graft were then placed behind the cage. The compression resistant matrix was then wrapped in the morselized bone and bmp soaked sponge and this was placed into the lateral gutters spanning the transverse process of l5 to the sacral ala bilaterally. A lateral radiograph was taken which showed good position of the pedicle screws and interbody grafting." Nim monitoring was conducted during pedicle screw instrumentation and no abnormal discharges were noted. No patient complications were noted. On (B)(6) 2010 the patient was discharged from hospital. On (B)(6) 2010, approx. 2 weeks post op, the patient presented with low back pain radiating into the left leg. On (B)(6) 2010 the patient presented with lumbago and underwent a CT scan of the lumbar spine which showed a status post posterior fusion by inter-pedicular screws and rods at the l5 and s1 levels. The disk spacer was also in position at the l5-s1 disk level. Surgical hardware appeared to be intact and unremarkable. There was a poorly delineated soft tissue density seen in the post-operative site from a left laminectomy that was seen extending into the left neuroforamen. It was indeterminate for granulation tissue or fluid collection and/or disk material. There was no compression abnormalities or subluxations noted. There appeared to be a mild disc bulge at the l4-l5 disk level. On (B)(6) 2010 the patient presented with neck and low back pain and underwent a lumbar spine CT scan which showed l5-s1 spinal fusion in anatomic alignment. There was a slight narrowing and spurring at t12-l1 no active pathology detected. A cervical spine MRI was conducted which showed slightly bulging disks at several upper levels but no stenosis or focal herniations and a small left disk protrusion partly included at t1-t2. On (B)(6) 2011 the patient presented with back and left leg pain and radiculopathy. The patient reported having tripped and fallen to their knees. On (B)(6) 2011 the patient presented with lower extremity pain and the preoperative diagnosis of degenerative disc disease and foraminal stenosis left l5-s1. Per the doctor's notes the patient continued to have left lower extremity radicular pain, and after his healing was completed a CT scan was performed which showed him to still have residual foraminal stenosis at l5-s1. Some of this was from the locally harvested bone graft, bmp, and compression resistant matrix&#26464; the patient underwent surgery which consisted of l5-s1 decompression, left; l5-s1 decompression of lateral recess stenosis at l5-s1, to decompress the s1 nerve root; and exploration of fusion. No patient complications were reported. On (B)(6) 2011 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2011 the patient presented with lower back pain and fever. On (B)(6) 2011 and (B)(6) 2011 the patient presented with extreme low back pain radiation into the left buttocks and legs. The patient underwent a CT of the lumbosacral spine which showed the patient to be post stable fusion procedure l5-s1 with no acute fracture or subluxation. There was an increased density noted in the posterior soft tissues which suggested seroma or hematoma. Lateral and ap lumbar spine x-rays were taken which showed no evidence of fracture of subluxation. On (B)(6) 2011 the patient presented with chest pain and headache. The patient underwent CT angiograms which were negative. On (B)(6) 2011 the patient presented with leg pain and numbness and headache. The patient reported slipping and falling. The patient also requested that the sutures in their back be removed. The patient refused to undergo back x-rays. On (B)(6) 2011 the patient presented with back and left leg radicular pain extending to toe and neuropathic symptoms. The pain was described as constant. The patient also reported getting severe headaches from the epidural injections they had been receiving and only receiving minimal relief from symptoms. The patient also presented with cervicalgia. On (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 the patient presented with low back pain and underwent epidural steroid injection therapy. On (B)(6) 2011 the patient reported back and incisional pain. The patient could not ambulate without assistance. On (B)(6) 2011 the patient presented with neck pain. The patient underwent a cervical spine CT scan which showed mild scoliosis. On (B)(6) 2011 the patient presented with chest pain and headache. A pa and lateral chest x-ray were taken which showed no acute cardiopulmonary process. On (B)(6) 2011 the patient presented with considerable low back pain and left leg pain. Assessment: lumbar post-laminectomy syndrome, left lumbar radiculopathy, and chronic low back pain. On (B)(6) 2011 and (B)(6) 2011 the patient presented with low back pain and underwent epidural steroid injection therapy. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012. The patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2011 the patient presented with constant sharp shoulder pain. The patient reported moving a freezer and hearing a pop in their shoulder. The patient also reported hitting that shoulder during the same time period. The patient underwent a left shoulder x-ray which was negative. On (B)(6) 2012 the patient presented with a knot in left upper quadrant under the breast area; cellulitis; cysts on back of neck and middle of back; and shortness of breath. The patient underwent a procedure which entailed incision of abscess; drainage; and insertion of a drain. On (B)(6) 2012 the patient presented with a left thigh abscess. The patient refused to have the abscess drained when they could not get a prescription refill for loratab. On (B)(6) 2012 the patient presented with chest wall hernia and abbesses on the inner thighs. On (B)(6) 2012 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2012 the patient presented with surgical wounds that had broken open on both the right and left thighs with some drainage. On (B)(6) 2012 the patient presented with back and neck pain. The patient reported having fallen from 15 feet landing on their feet. The patient was tender in the lumbosacral area however no deformities were noted. Labs were taken. The patient had low creatine, calcium and po2 levels. The patient underwent an abdominal pelvic CT which was within normal limits. A CT chest angiography was taken which appeared normal. A head CT was taken which was within normal limits. A cervical spine CT was taken which showed no evidence of acute fracture or dislocation. A lumbar spine CT was taken which demonstrated lower lumber posterior subcutaneous fat infiltration from previous scarring and/or contusion; l5-s1 posterior spinal fusion with intact hardware; l4-l5 spinal stenosis from hypertrophic changes; and no acute fracture or subluxation was evident. A thoracic spine CT was taken which showed no evidence of acute fracture of subluxation. Degenerative changes looked mild, including some mild disk narrowing in the lower thoracic region and mild spurring in the upper thoracic region. A cervical spine MRI was conducted which showed mild degenerative disc bulge at the c5-c6 disc; small left paracentral degenerative disk protrusion partially covered by degenerative endplate spurring at the t1-t2 disk level; and no evidence of acute fracture, subluxation or spinal stenosis. Left and right foot and ankle x-rays were taken which were negative. A chest x-ray was taken which showed diminished lung volumes with bibasilar atelectasis. On (B)(6) 2012 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2012 the patient presented possible urinary tract infraction and abscess. The patient reported the pain started the previous day during intercourse. The pain was described as sharp, bilateral scrotal pain; serous ejaculation with white clumps of nodules and left scrotal pressure. The patient also complained of painful knots on back and requested incision and drainage. Lab work was negative for uti. The patient underwent a scrotal ultrasound which showed findings consistent with orchitis with small bilateral hydroceles and bilateral epididymis cysts. On (B)(6) 2013 the patient presented with back and incisional pain. The patient reported the wound was open and oozing. On (B)(6) 2012 the patient presented with painful back masses and pilonidal back cyst and underwent a pilonidal cystectomy and excision of painful back masses (x4). On (B)(6) 2012 the patient presented with blisters on the left forearm with pain in arm and shooting pain into the hand. The patient reported having had a pilonidal cyst recently removed and was having pain at surgical site. There was also a erythematous vesicular rash noted on the right anterior forearm and hand. On (B)(6) 2012 the patient presented with surgical pain, fever, and odor from a wound. The patient reported having had surgery 3 weeks prior. On (B)(6) 2012 the patient reported incisional pain and to ambulate with assistance. The patient also presented with nausea and fever on (B)(6) 2012 the patient presented with upper back, lower back, gluteal area, and neck pain. The pain was described as burning, deep, numbness, piercing sharp, shooting, stabbing and throbbing. On (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2012 the patient presented with abdominal pain described as mild, aching, waxing, and waning and a knot that popped up under the left rib two days prior. On (B)(6) 2012 the patient presented with lipoma on left upper quadrant with pain radiating to side, chest, and back. On (B)(6) 2012 presented with left upper quadrant abdominal pain. On (B)(6) 2012 the patient presented with pain and increasing lipoma swelling. The patient reported the pain started two weeks prior. The pain was described as sharp, progressively increasing, left lateral rib/lipoma pain radiatinginto the scapular area worse on palpitation. The patient was under previous treatment for a "lipoma." The patient complained that it was getting harder to eat and drink without nausea and vomiting. The patient underwent chest x-rays which demonstrated no acute cardiopulmonary process. A CT of the chest was conducted which showed no acute cardiopulmonary process. On (B)(6) 2012 the patient presented with abdominal pain in the left upper quadrant. The patient underwent a abdomen CT which showed no acute abdominal process and mild hepatic stenosis. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 the patient reported incisional pain. On (B)(6) 2013 the patient presented with incisional pain, wound complications with discharge, sutures coming out, and the beginning to open. On (B)(6) 2013, in a phone call to the doctor's office, the patient reported that their wound had opened. On (B)(6) 2013 the patient presented with incisional pain, wound discharge and sutures coming out. On (B)(6) 2013 the patient presented with low back pain radiating in the left lower extremity. The patient reported getting into their car that evening and feeling a pop. The patient stated that shortly after they felt numbness/tingling/and burning in the lower extremities. The symptoms were reported as worse with movement or pressure. The patent underwent lumbar spine x-rays which showed posterior lumbar fusion l5-s1 in anatomic alignment with no evidence of hardware complication. The patient was found to have acute back strain. On (B)(6) 2103 the patient presented with back pain with numbness and tingling in legs (no change from chronic baseline). The patient reported having fallen approximately 10 feet onto their back. At lumbar spine CT scan was conducted which showed no acute fracture or subluxation in the lumbar spine. A thoracic spine CT was conducted which showed no fracture of dislocation in the thoracic spine. Alignment is anatomic. There were two subcutaneously based soft tissue, rounded abnormalities in the posterior soft tissue. On (B)(6) 2013, (B)(6) 2013, (B)(6) 2013 the patient complained back and incisional pain. On (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013 the patient presented with abscesses/cysts and underwent excision; incision & drainage; and/or medication therapy on (B)(6) 2013 the patient presented with bloody drainage, pain, and smell associated with a post op abscess removal that occurred 6 days prior. On (B)(6) 2013 the patient presented with increased pain, swelling, and redness on the inner portion of the upper thigh - post op incision and drainage of the area three days prior. The abscess was incised and drained. On (B)(6) 2013 the patient presented with right arm pain and inner thigh abscess. The abscess was incised and drained. On (B)(6) 2013 the patient presented with painful back masses. The patient underwent surgery for excision of four masses measuring a pproximately 3 cm x 1 cm. The masses were submitted for evaluation and came back as non- malignant cysts and fibrosis. On (B)(6) 2013 the patient presented in ER with post surgical back and neck pain. Per the ER report the patient had had several masses removed form back and neck 6 days prior. The patient reported they and been in pain since the surgery and the pain was causing decreased sleep. On (B)(6) 2013 the patient presented with elevated blood pressure and a painful sebaceous cyst.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2007 three views right hand mild arthritis is seen in the mp joint of the thumb as well as at the radio-navicular and radio-lunate joints. No fractures or significant mal-alignments are noted (B)(6) 2007 chest x-ray hilar prominence is again seen but the study is otherwise normal (B)(6) 2008 chest x-ray hilar prominence is again seen but the study is otherwise normal (B)(6) 2008 chest x-ray hilar prominence is again seen but the study is otherwise normal (B)(6) 2008 chest x-rays hilar prominence is again seen but the study is otherwise normal (B)(6) 2008 lumbar spine series normal appearing lumbar spine with the exception of very early degenerative disc changes beginning at l5 (B)(6) 2008 thoracic spine series poor quality study without significant findings. On (B)(6) 2009 cervical CT bony relationships are well maintained. Mild facet arthropathy is noted in the upper cervical spine. Stenosis is not clearly seen and no hnp is evident (B)(6) 2009 cervical CT bony relationships are well maintained. Mild facet arthropathy is noted in the upper cervical spine. Stenosis is not clearly seen and no hnp is evident (B)(6) 2009 cervical MRI desiccation is again seen involving the upper 4 cervical discs with flattening of the normal lordosis. Narrowing of the canal is seen without cord compression. Cord signal appears normal. On (B)(6) 2009 chest x-ray normal study (B)(6) 2009 chest x-rays normal studies (B)(6) 2010 chest x-ray poor quality study hypo-inflation. No infiltrates or cardiac enlargement. On (B)(6) 2010 cta chest no comment 2/11/2010 chest x-rays x3 clear lungs with prominent hila, normal cardiac shadow, spine, scapula, clavicles appear normal (B)(6) 2010 chest x-ray normal appearing chest x-ray (B)(6) 2010 3 views right knee three views of right knee appear normal without fracture, arthritis, deformity or mal-alignment (B)(6) 2010 3 views right ankle normal right ankle without fracture, deformity or arthritis (B)(6) 2010 chest x-ray normal appearing chest x-ray (B)(6) 2010 lumbar spine series minimal degenerative sclerosis of l5 endplates with preservation of disc height is seen. No degeneration at all in other levels. No significant facet disease noted. No pars defects (B)(6) 2010 thoracic spine series minimally hypokyphotic thoracic spine. Ribs, discs all appear without degenerative change or fracture. On (B)(6) 2010 lumbar MRI sitting shows desiccation and some minimal narrowing of the l5 disc. Conus at l1/2 disc. Minimal central canal narrowing at l5 related to disc bulging, but no criteria for stenosis (B)(6) 2010 chest x-ray normal appearing chest x-ray (B)(6) 2010 lumbar spine series two films taken inter-operatively during l5/s1 fusion in which pedicle screws were inserted at l5 and s1 and crescent spacer is placed in l5. Alignment appears satisfactory. On (B)(6) 2010 lumbar CT placement of spacer and screws is optimal. No evidence of remaining stenosis or heterotopic bone within canal or foramen. Left sided entry of capstone like spacer and posterolateral fusion bone is also seen. On (B)(6) 2010 lumbar CT no change from CT performed on (B)(6) 2010. No evidence of heterotopic bone, erosions or mal-alignment of implants. On (B)(6) 2010 cervical MRI desiccation of cervical discs c2, c3, c4 and c5 is noted with straightening of the normal cervical lordosis in these areas. No stenosis. Axial views show some narrowing of the canal at each of these levels and attenuation of the ventral subarachnoid space without frank cord compression. No signal changes within the cord, no hnp or foraminal stenosis is noted. On (B)(6) 2011 chest x-rays x3 again three views two pa and a lateral show hilar prominence without effusion, cardiomegaly or rib anomalies. Bony architecture appears normal. On (B)(6) 2011 lumbar spine series four views of the l5/s1 construct show the screws and rods in good position. The lateral views suggest some subsidence of the spacer into the l5 inferior endplate however this could be parallax in a poorly centered film as the ap view suggests that the left s1 screw is lower than the right and yet they are overlapping on the lateral view. On (B)(6) 2011 lumbar CT no interval changes from previous studies (B)(6) 2011 cervical CT no interval changes from previous studies (B)(6) 2011 chest x-ray very prominent vascular markings on the right hilum. On (B)(6) 2011 left shoulder x-ray normal study (B)(6) 2012 CT brain no comment (B)(6) 2012 CT cervical spine mild degenerative changes area again noted without significant interval change from studies taken previously on (B)(6) 2012 CT abdomen and pelvis lumbosacral construct with spacers and pedicle screws are seen, however the exposure and image focus does not permit accurate depiction of the lumbar spine or its implants (B)(6) 2012 CT angiography chest no comment (B)(6) 2012 CT lumbar spine tlif construct is noted at l5. The spacer was placed from the left. There is heterotopic bone in the entrance path to the disc space on that side that could compress the exiting l5 and transitioning s1 roots (B)(6) 2012 CT thoracic spine no significant pathology noted. On (B)(6) 2012 right ankle and foot films normal appearing right ankle and foot without evidence of arthritis, trauma, or mal-alignment (B)(6) 2012 left ankle and foot films normal appearing left ankle and foot without evidence of arthritis, trauma, or mal-alignment on (B)(6) 2012 cervical MRI desiccation is now seen of the discs from c2 to c6 now with slight kyphosis of the cervical spine from c2 to c6. No stenosis is noted. Possible cord signal changes can be seen behind c3, c4 and c6. On (B)(6) 2012 chest x-ray increased lung markings noted bilaterally. Ribs, clavicles, scapulae, spine appear normal. No effusions or infiltrates. On (B)(6) 2012 abdominal CT no comment (B)(6) 2013 lumbar x-rays no changes in position or alignment of l5/s1 construct. Remainder of spine appears ok as well. On (B)(6) 2013 thoracic CT no new changes (B)(6) 2013 lumbar CT construct at l5 is unchanged. Heterotopic bone remains on the left at l5. Stenosis is now seen at l4 centrally due to gradually increasing degenerative changes.

Event description:
On (B)(6) 2010: per billing records, the patient underwent x-rays of ankle, foot, lower ext tib/fib, ribs and chest. On (B)(6) 2010: the patient presented with low back pain. On (B)(6) 2012: per billing records, the patient underwent x-rays of acute abd series. On (B)(6) 2013: the patient underwent CT scan of the lumbar spine due to chronic low back pain, left leg pain prior to lumbar spine surgery. Impression: status post transpedicular fixation of l5 and s1 with an intravertebral cage noted at l5-s1. Facet arthropathy noted on the right at l4-5. No frank evidence of a focal disc extrusion is noted. On (B)(6) 2014, per billing records, the patient presented in ER for abscess/cyst drainage. On (B)(6) 2014: the patient presented with low back pain. Assessment: low back pain. On (B)(6) 2014: the patient presented complaining of constipation and low back pain with radiculopathy. Assessment: unspecified essential hypertension; osteoarthrosis; long term use of medications; low back pain; sebaceous cyst. Patient had trigger point injections for unspecified essential hypertension. On (B)(6) 2014: the patient presented complaining of pain in neck and low back. Assessments: pain in thoracic spine; cervicalgia; juvenile osteochondrosis of lower extremity, excluding foot; non allopathic lesions of cervical region, not elsewhere classified; non allopathic lesions of rib cage, not elsewhere classified; non allopathic lesions of thoracic region, not elsewhere classified; non allopathic lesions of lumbar region, not elsewhere classified; non allopathic lesions of sacral region, not elsewhere classified; unspecified essential hypertension. On (B)(6) 2014: the patient presented for a follow up visit with back pain. Assessment: unspecified backache. On (B)(6) 2014: the patient presented for med refill. The patient also reported having back pain. Assessment: low back pain and hypertension. On (B)(6) 2014, per billing records, the patient presented in ER for a toradol injection and shoulder x-rays. On (B)(6) 2014, per billing records, the patient presented in ER for abscess/cyst drainage. On (B)(6) 2009: the patent presented in ER with an open shoulder wound with yellow discharge. The patient reported having had an incision and drainage procedure 3 days prior. On (B)(6) 2010: the patent presented in ER with a lower leg injury/ ankle sprain and chest pain. The patient underwent a right ankle x-rays which showed degenerative changes at the interphalangeal joint of the big toe - otherwise negative. X-rays of the lower leg,chest, and left ribs were taken all of which were negative. On (B)(6) 2012: the patent presented in ER with chest pain and lower left quadrant abdominal pain. The patient complained of a knot on the left side rib cage, sharp stabbing abdominal pain, dizziness and nausea x 4-5 days. The abdominal pain radiated into the left shoulder. The patient underwent various labs which revealed low rbc, hgb, hct, mch, and mpv and high glucose levels. The patient was tested for h. Pylori - which was negative. An acute abdominal x-raywas taken- impression: nonspecific abdomen. The patient was prescribed dicyclomine. Diagnosis: abdominal pain and constipation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013: the patient underwent CT spine lumbar without contrast due to fall back pain. Impression: no acute fracture or subluxation in the lumbar spine. On (B)(6) 2013: the patient went for the office visit for lower back pain radiating down left buttocks down to foot and numbness in left leg. He was diagnosed for lumbago primary. The patient underwent CT thoracic spine without contrast due to fall back pain. Impressions: no fracture or malalignment of the thoracic spine; two subcutaneously based soft tissue, rounded, abnormalities in the posterior soft tissue. These may represent sebaceous cysts or small contusions. Correlate clinically. He also underwent buttock cat scan which revealed possibility of ossification across the canal on the left hand side l5-s1. On (B)(6) 2013: patient presented for an office visit.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2007 three x-ray views of the right hand mild arthritis is seen in the radionavicular and radiolunate joints with cupping of the distal radius. No sign of acute trauma. On (B)(6) 2007 chest x-ray appears normal. On (B)(6) 2008 chest x-rays some prominence of hilar vascularity. No effusions or infiltrates, cardiac silhouette normal. Ribs diaphragm normal. On (B)(6) 2008 chest x-ray presumably in ed taken at 1:00am. Hilar vessel prominence is again noted. On (B)(6) 2008 chest x-ray clear lung fields, continued hilar vessel prominence thoracolumbar spine x-ray ap, lateral, spot l5/s1 again shows only mild sclerosis at the l5/s1 endplates. On (B)(6) 2009 cervical CT shows same congenital narrowing at c3 and c4, but no degenerative disease is appreciated. On (B)(6) 2009 cervical MRI again seen is the congenital stenosis involving the upper cervical spine. Sagittal lordosis centers on c6/7 with a straight spine proximal to this. On (B)(6) 2009 chest x-rays taken show no new information (B)(6) 2010 vascular cta chest visualizes pulmonary vasculature. Spinal elements appear normal. On (B)(6) 2010 chest x-ray increased hilar markings as before. On (B)(6) 2010 cardiac ultrasound thallium treadmill test with doppler no spinal pathology seen (B)(6) 2010 chest x-ray increased hilar markings as before. On (B)(6) 2010 three views right knee no malalignment or arthritis is seen. Some fragmentation of the tibial tubercle consistent with a history of osgood-schlatter¿s disease is seen. Three (3) views right ankle and foot are normal (B)(6) 2010 chest x-ray pa no new findings (B)(6) 2010 multiple x-rays lumbar spine show no implants. No significant degenerative disease is seen (B)(6) 2010 lumbar MRI shows bulging of the l5 disc with desiccation, but no frank herniation or instability. Disc height is maintained. On (B)(6) 2010 chest x-ray two views no new findings. On (B)(6) 2010 inter-operative lumbar fluoroscopic views show localization, pedicle screw placement and final construct configuration at l5/s1 (B)(6) 2010 lumbar CT shows new construct at l5/s1. Spacer is well positioned, screws within pedicles, area has been adequately decompressed, posterolateral fusion bone is present as well as interdiscal graft and spacer. On (B)(6) 2010 lumbar CT some degree of heterotopic bone is already seen within the tract taken for insertion of the interbody spacer. Position of implants otherwise appears textbook cervical MRI shows the same flattening of the cervical lordosis in the upper cervical spine. No evidence of cord compression or other pathology on sagittal views. Axial views show some cord flattening at c3. The cervical spine has seen no surgery at this point in time. On (B)(6) 2011 chest x-ray series appears normal. On (B)(6) 2011 lumbar x-ray shows pedicle screws with interbody fusion spacer (peek) at l5/s1. Posterolateral bone graft has also been added. Lumbar CT scan shows construct in place. Screws and spacer are well positioned. Heterotopic bone appears to be developing along the tract of insertion of the interbody spacer on the left. This could affect the exiting l5 root although this cannot be verified on this study. On (B)(6) 2011 vascular cta no spinal pathology is demonstrated. On (B)(6) 2011 cervical CT shows central narrowing of the spinal canal at c2/3, c3/4 and c4/5. This appears to be a congenital narrowing rather than due to degenerative disease. On (B)(6) 2011 chest x-ray shows poor inspiration, otherwise normal. Some hilar adenopathy is suggested. On (B)(6) 2011 4 x-ray views of the left shoulder reveal no pathology(B)(6) 2012 CT head/brain axial and coronal brain images show no spinal related pathology abdominal CT no new spinal information chest x-ray shows pulmonary edema and cardiac enlargement with additional poor inspiratory effort. Cardiac leads are in place. On (B)(6) 2012 CT scan thoracic shows mild thoracic degenerative disc disease with mild canal narrowing at about t2 or t1. CT scan lumbar shows construct with abundant fusion bone about the inter-transverse area. Heterotopic bone along the spacer insertion tract has matured. It does not appear to compress the l5 root. Bilateral ankle and foot x-rays multiple films of the ankle mortise subtalar relationships and foot are examined and appear normal. Cervical MRI shows reversed lordosis through c3 to c5 due to degenerative disc disease. Mild cord flattening is noted at c4/5 due to small midline osteophyte. On (B)(6) 2012 chest x-ray again shows prominence of hilar vasculature. No cardiomegaly or effusions. On (B)(6) 2012 contrasted abdominal CT done as part of a gi bolus tracking test shows l5/s1 fusion in place. Abdominal exam not interpreted. On (B)(6) 2013 ap lumbar x-ray shows pedicle screws at l5 and s1 with interbody fusion cage in place. Lateral view appears to show some subsidence of the spacer into the endplate of l5 above. On (B)(6) 2013 CT of thoracic spine appears normal with the exception of mild degenerative arthritis throughout. CT lumbar shows construct without significant change in heterotopic bone despite reports of reoperation. Degenerative central stenosis is developing at l4/5 above the previous fusion area.

Event description:
On (B)(6) 2010 the patient presented with neck pain (approx. Onset 11 mo prior after a work related accident). The patient also reported daily headaches, right shoulder pain, right arm pain with numbness and tingling. Per the encounters notes a MRI of the cervical spine showed mild stenosis with ddd and disc desiccation at all levels and diffuse cervical spinal stenosis. The patient underwent a nerve conductive/electromyography which indicated bilateral median nerve entrapment distally - consistent with clinical syndrome of carpal tunnel and right ulnar nerve entrapment across elbow. On (B)(6) 2010 the patient presented with neck pain, multilevel cervical degenerative disc disease (ddd) with stenosis and radiculitis. On (B)(6) 2010 the patient presented refractory neck pain, cervicalgia, cervical ddd, and radiculitis. The patient received a cervical epidural steroid injection c7-t1. No patient complications were noted. On (B)(6) 2010 the patient presented with neck pain, cervicalgia, cervical degenerative disease c2-c3, c3-c4, c4-c5, c5-c5, and c6-c7 levels with desiccation and radiculitis. On (B)(6) 2010 the patient presented with neck pain, cervicalgia, cervical degenerative disease c2-c3, c3-c4, c4-c5, c5-c5, and c6-c7 levels with desiccation and radiculitis. A previous epidural steroid injection was reported as being helpful. On (B)(6) 2010 the patient presented with neck pain, cervicalgia, cervical degenerative disease c2-c3, c3-c4, c4-c5, c5-c5, and c6-c7 levels with desiccation and radiculitis. An epidural steroid injection was planned. On (B)(6) 2010 the patient presented with lower back pain, degenerative disc disease, stenosis, and acne. On (B)(6) 2010, per billing records, the patient received a cervical/thoracic epidural injection. On (B)(6) 2010 the patient presented with mechanical low back pain, degenerative disc disease, stenosis, and acne. The patient had been approved for surgery on (B)(6) 2010. On (B)(6) 2010, in post op f/u, the patient presented improved lower back pain. The patient was still having some residual numbness and tingling in the left lower extremity. The patient also reported cervical pain. On (B)(6) 2010, approx. 2 mos post op,the patient presented with left leg pain and improved back pain. Per the encounter notes a CT scan showed granulation tissue on the left groin. It was also noted that the patient had gained weight since the last encounter. On (B)(6) 2011 the patient presented with slight drainage from surgical wound. On (B)(6) 2011 the patient presented with chronic low back pain. On (B)(6) 2011 the patient presented with chronic low back pain. The patient reported having gone to the ER for blood in stool. The patient reported that they had a seroma. On (B)(6) 2011 the patient presented with chronic low back pain and limited rom. The patient reported having fallen the previous day. The patient also reported that they had a MRI which had shown a seroma. On (B)(6) 2011 the patient presented with chronic low back pain and hypertension. On (B)(6) 2011 the patient presented with what appeared to be excessive narcotic use. On (B)(6) 2011 the patient presented with chronic low back pain and a cyst. It was reported in the encounter notes that the patient had overused their narcotics. On (B)(6) 2011 the patient presented lower back, neck, head, right shoulder, right arm and left leg pain. On (B)(6) 2011 the patient presented chronic lower back pain and radiculopathy. On (B)(6) 2011 the patient presented with pain, irritability, tearfulness, depression and anxiety. The patient complained that they could no longer work or drive due to multiple back surgeries .it was also reported that the patient was only managing 2-4 hours of sleep at one time; that they were having difficulty focusing; had lack of energy; and little appetite. The patient was on loratab as prescribed. On (B)(6) 2011 the patient presented with chronic lower back pain, radicular pain and depression. On (B)(6) 2011 the patient presented with severe pain; major depressive disorder; anxiety; sleeping problems; poor concentration; poor energy level; and anger. The patient reported having had a "real bad" panic attack the previous day. According to the encounter notes the patient was having panic attacks 2-3 times a month but that this last had scared the patient. On (B)(6) 2011 the patient presented with cervical pain; significant lower extremity pain; and improving back pain. A spinal cord stimulator was discussed. On (B)(6) 2011 the patient presented with lower back pain, leg pain, and headaches. On (B)(6) 2011 the patient presented back and neck pain and panic attacks. On (B)(6) 2011 the patient presented with pain, difficulty sleeping, mild anxiety, and panic attacks. On (B)(6) 2011 the patient presented new onset: degenerative myelopathy. On (B)(6) 2012 the patient presented in a dental exam with pain in the lower quadrant. The patient was requesting dentures. On (B)(6) 2012 the patient presented with the preoperative diagnosis of painful bilateral thigh masses. The patient underwent surgery which consisted of bilateral thigh mass (3 masses total) excision. No patient complications were reported. Pathology was done on the masses which indicated epidermal inclusion cysts. There was no evidence of malignancy. On (B)(6) 2012 the patient presented with continued pain and open wounds at the excision site. On (B)(6) 2012 an excised pilonidal cyst was biopsied - there was no evidence of malignancy. On (B)(6) 2012 the patient presented chronic pain; lumbar radiculopathy; degenerative disc disease; copd; and depression. On (B)(6) 2012 the patient presented a lipoma. On (B)(6) 2011 the patient presented pain. The patient had their sutures removed (right thigh).

Manufacturer narrative:
(B)(4). Review of radiographic images found as follows: (B)(6) 2010: right foot 3 views ap, lateral and oblique views of the right foot are normal without fracture. There is slight degenerative change at the ip joint of the great toe, with a small medial cyst in the distal phalanx and medial spurring right ankle 3 views ap, lateral and mortise views are normal without fracture, dislocation or significant arthritis right tibia/fibula 2 views bones are seen from knee joint to ankle joint without signs of fracture. Soft tissues appear normal as well. There are signs of previous osgood-schlatter¿s disease at the tibial tuberosity with a small bone fragment/calcification within the patellar tendon insertion. Chest x-ray 5 views pa, lateral and rib details are shown. Slight hilar prominence is seen bilaterally. Stomach bubble, hear shadow, clavicles, ribs, diaphragmatic shadows are all normal. Lateral view shows no clear compression fractures of the dorsal spine. Three rib detail views show no fractures of the left sided ribs. Spleen and colon shadows appear normal. (B)(6) 2012: pa chest 1 view no change from 2010 film. Film is a bit underpenetrated. Bone, heart and lung shadows are normal. Hilar prominence is again seen ap thoracolumbar film 3 views show a one level fusion construct at l5/s1. Pedicle screws are seen at the bottom of the film. Lateral fusion bone is evident. Ap pelvis film shows l5/s1 fusion construct with interbody peek spacer. Position of s1 screws is asymmetric but can only be seen in the ap plane. No pathology of the pelvis or hips is evident.

Event description:
It was reported that on (B)(6) 2000: the patient underwent for x-ray thoracic spine ap and lateral. Impression: negative thoracic spine. (B)(6) 2000: the patient was presented for assessment of back pain which was persistent from past two years. (B)(6) 2000: the patient was presented for a follow-up and had significant improvement in his symptoms since having physical therapy. Patient denied having any pain, numbness, but had intermittent weakness of the right upper extremity when he tried to lift objects. Impression: posttraumatic right arm pain improved. (B)(6) 2002: the patient underwent x-rays of thoracic spine ap and lateral, which demonstrated a negative thoracic spine. The patient also underwent x-rays of lumbar spine-minimum of four views, which demonstrated a negative lumbosacral spine. (B)(6) 2002: the patient presented with some lower back pain on movement. Assessment: post traumatic cervical and lumbar strains; mild concussion. (B)(6) 2002: the patient underwent x-ray for thoracic spine and lumbar spine which showed no evidence of fractures, dislocations or other pathological bone or joint changes. Impression: negative thoracic spine, negative lumbosacral spine. (B)(6) 2003: the patient underwent MRI of cervical spine. Impression: mild degenerative spondylosis, no focal herniation or bulge. The patient also underwent MRI of the left knee. Impression: small joint effusion. The patient underwent MRI of the left shoulder. Impression: supraspinatus tendinitis. (B)(6) 2003: the patient presented with continuation in his shoulder pain and neck pain. Patient's knee also continued to be problematic. Assessment: contusion of the knee, consider traumatic chondromalacia of patella; spondylosis of the cervical spine; supraspinatus tendinitis; degenerative changes of the ac joint with impingement on the supraspinatus tendon. (B)(6) 2003: the patient was presented for a follow-up of his injuries sustained in an accident. Assessment: left knee contusion; left shoulder contusion with tendinitis and degenerative changes of the acromioclavicular joint; cervicalgia with slight degenerative changes in the cervical spine. (B)(6) 2003: the patient was presented for a follow-up of his injuries sustained in an accident with complaint of continuation of lot of low back pain and neck pain. Assessment: chronic neck pain; left knee pain secondary to contusion; chronic left shoulder pain; tendinitis (B)(6) 2003: the patient was presented for a follow up of his injuries sustained in a mva with complaint of lot of low back pain and neck pain. Assessment: chronic neck pain; left knee pain secondary to contusion; chronic left shoulder pain; tendinitis (B)(6) 2003: the patient was presented with continuation of his neck pain and his dorsal back pain. Assessment: arousal of degenerative ac joint and mild impingement on the supraspinatus tendon; supraspinatus tendonitis; degenerative spondylosis of the cervical spine. (B)(6) 2003: the patient was presented with continuation of problems with his shoulder and his neck pain stating that it has increased. Assessment: continue the current medications; return to the office in 1 month. (B)(6) 2004: the patient was presented with continuation of neck pain radiating into his left shoulder and low back pain and pain in his knees and legs. Assessment: continue the current medications; return to the office in 1 month. (B)(6) 2004: the patient was presented with continuation of his pain syndrome involving his left shoulder, back and knees. Assessment: arousal of degenerative ac joint; mild impingement of the supraspinatus in the left shoulder; supraspinatous tendonitis; spondylosis of the cervical spine; possible post-traumatic chondromalacia of the patella. The patient also underwent for echocardiogram. Impressions: left ventricle is dilated; estimated ejection fraction was 70; no obvious segmental left ventricular wall motion abnormalities were noted. (B)(6) 2004: the patient was presented with continuation of significant knee pain and improving shoulder pain. He had pain on ambulation and getting out of the chair. He also had some popping and cracking in his knees. Assessment: post traumatic chondromalacia patella. (B)(6) 2006: the patient underwent for radiology of chest. Impression: negative chest. (B)(6) 2006: the patient underwent for cardiolite two-day treadmill study. Impression: myocardial perfusion and function studies within normal limits. (B)(6) 2008: the patient was seen in ER for right buttock abscess. (B)(6) 2008: the patient presented for follow-up of perirectal abscess. (B)(6) 2009: the patient injured his neck after a 10-wheeler he was driving ran off the road and was presented with neck pain (B)(6) 2009: the patient presented with complaint of neck and head pain. Impression: neck strain (B)(6) 2009: the patient presented with facial/neck pain. (B)(6) 2009: the patient underwent MRI for cervical spine. Impression: degenerative disk disease with mild diffuse congenital cervical spinal stenosis. (B)(6) 2009: the patient presented with neck pain. Assessment: muscle spasm, neck pain. (B)(6) 2009: the patient presented with neck pain. (B)(6) 2009: the patient presented for med refills and complaint of neck pain. (B)(6) 2009: the patient presented for an independent medical evaluation with complaint of pain in his neck and back of his head. (B)(6) 2009: the patent presented in ER with an open shoulder wound with yellow discharge. The patient reported having had an incision and drainage procedure 3 days prior. (B)(6) 2009: the patient presented with cyst under right arm and was told to follow up with family doctor. The patient also presented with right axillary mm pain and chronic fatigue. Assessment: fatigue, cellulitis/abscess. (B)(6) 2009: the patient presented for follow-up status post right arm lesion. Assessments: fatigue, right axillary boil (B)(6) 2009: the patient presented for follow-up on his lab work done to test for a source of his chronic fatigue. Assessment: fatigue, obesity, morbid (B)(6) 2009: the patient presented for follow-up on testosterone level and complaint of fatigue. Assessment: deficiency of testosterone biosynthesis. (B)(6) 2009: the patient presented with complaint of abscess in the inner right thigh along with constant pain and underwent procedure abscess removal. Assessment: neck pain, cellulitis/abscess. (B)(6) 2009: the patient presented for follow-up on right thigh abscess. Assessment: neck pain, cellulitis/abscess, leg. (B)(6) 2009: the patient presented for refill of neurontin, zanaflex and follow-up on his leg abscess that was healing well. Patient also had need for omt of neck and back with headache. Assessment: muscle spasm, neck pain, rib somatic dysfunction; somatic dysfunction, cervical; somatic dysfunction, thoracic. (B)(6) 2009: the patient presented with complaint of multiple abscesses on the right inner thigh. Assessment: cellulitis/abscess. (B)(6) 2010: the patient presented for his medication refill and wanted another referral to pain. Patient also reported of neck pain and was evaluated with neck x-ray and MRI and was found to have canal stenosis. Assessment: neck pain (B)(6) 2013: the patient presented with abscesses and wound. Patient stated boils on waist line on right and left inner thigh. Chronic conditions: sebaceous cyst, hypertension, benign. Patient underwent procedure for drainage of an abscess. Assessment: cellulitis and abscess of leg, except foot; cellulitis and abscess of other specified sites (B)(6) 2013: the patient presented for an office visit with new boil on scrotum which appeared previous night. Assessment: other inflammatory disorders of male genital organ; cellulitis and abscess of other specified sites; hidradenitis. On (B)(6) 2011 the patient underwent CT scan of cervical spine, which demonstrated mild scoliosis. On (B)(6) 2011 the patient underwent left transforaminal epidural steroid injection l4-5 and l5-s1. On (B)(6) 2011 the patient presented with a history of chronic back pain and left lumbar radiculopathy, the doctor's assessment were lumbar post-laminectomy syndrome, left lumbar radiculopathy, chronic low back pain. On (B)(6) 2012 the patient presented with complaints of chest wall hemia, abscess on bilateral inner thighs. On (B)(6) 2012 the patient presented with continued pain and open wounds at the excision site. Impression: status post excision of epidural inclusion cyst with subsequent evisceration of wounds. On (B)(6) 2012 the patient presented with complaints of pain at sites, denied drainage. On (B)(6) 2012 the patient presented with conditions of sebaceous cyst and hypertension. The doctor's assessment was post-laminectomy syndrome of lumbar region, lumbosacral spondylosis without myelopathy and lumbar radiculopathy. (B)(6) 2012: the patient was presented for follow up after surgery of pilonidal cyst. On (B)(6) 2012 the patient presented with complaints of lipoma. On (B)(6) 2012 the patient presented for follow-up of abdominal pain, the patient's assessment was abdominal pain, left upper quadrant. On (B)(6) 2012 the patient underwent CT of abdomen with and without contrast, which demonstrated 1. No acute intra-abdominal process detected by CT. 2. Mild hepatic steatosis, the remainder of the examination was within normal limits. On (B)(6) 2013 the patient presented with pre and post-op diagnosis of painful back masses x4. The patient underwent excision of painful back masses x4 procedure, all approximately 1cm x 3cm each. On (B)(6) 2013 the patient presented for follow-up and reported incisional pain, the patient was not using any pain medications. The patient's assessment was skin lesion-unspecified, cellulitis and abscess of unspecified sites. On (B)(6) 2013 the patient presented for follow-op and reported incisional pain. The doctor's assessment was skin localized superficial swelling, mass or lump. On (B)(6) 2013 the patient presented with pre-op diagnosis of painful back masses x4. The patient underwent the excision of painful back masses, three sebaceous cysts, and one suture granulome. Findings consistent with suture granuloma and grossly resembling three sebaceous cysts. All incision sites were approximately 3 cm x 1 cm x4. No other gross pathological abnormalities were appreciated at the time of procedure. On (B)(6) 2013 the patient presented for follow-up and reported of incisional pain. The doctor's assessment was skin-localized superficial swelling, mass or lump. On (B)(6) 2013 the patient presented with pre-op and post-op diagnosis of painful back mass and underwent the excision of painful back mass approximately 3cm x 1cm. On (B)(6) 2013 the patient underwent excision of painful inguinal masses x2 (right side) and painful pubic mass x1 (left side) on (B)(6) 2013 the patient presented with complaints of abscess at multiple sites, two on lower back, 2 at left axilla and 1 at tip of genital area, the patient reported that each of them were drained, light redness and swelling was noted. The doctor's assessment was skin-localized superficial swelling, mass or lump. (B)(6) 2013: the patient presented with abscesses and wound. Patient stated boils on waist line on right and left inner thigh. Chronic conditions: sebaceous cyst, hypertension, benign. Patient underwent procedure for drainage of an abscess. Assessment: cellulitis and abscess of leg, except foot; cellulitis and abscess of other specified sites (B)(6) 2013: the patient presented for an office visit with new boil on scrotum which appeared previous night. Assessment: other inflammatory disorders of male genital organ; cellulitis and abscess of other specified sites; hidradenitis. On (B)(6) 2010 per billing records, the patient underwent electrocardiogram. On (B)(6) 2011 per billing records, the patient underwent foramen epidural injection l/s.

Event description:
On (B)(6) 2013-patient reports to (B)(6) with complaints of pain radiating down left buttocks down to foot and left leg. States a history of 3 surgeries on his back with the primary surgery in 2010 on l5-s1 decompression instrumentation fusion with posterior instrumentation and a t.lif. Concerned that the infuse used is causing back band and severe left leg pain and that the infusion may have cause some injury to his left leg. Pain 7-8 on a 10 point scale and is worse with standing bending and stooping. CT scan brought with him today shows that he may have ossification across the canal on the left handed side at l5-s1 this is not mentioned in the report document was hospital and is not in definitive on the pictures. A new cat scan will be ordered to view

Event description:
On (B)(6) 2010: the patient underwent nerve conduction/electromyography due to pain in the neck that radiated down the arms, the test was conducted on both arms, which demonstrated: bilateral median nerve entrapment distally, consistent with clinical syndrome of carpal tunnel, electrophysiologically mild to moderate; right ulnar nerve entrapment across the elbow; clinical correlation was recommended. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: negative lumbosacral spine. The patient also underwent x- rays of the thoracic spine. Impression: negative thoracic spine. On (B)(6) 2010: the patient underwent an MRI of the lumbar spine. Impression: mild degenerative annular disc bulges at the t11-12 and t 12-l1 disc levels; small central degenerative disc protrusion at the l5-s1 disc level causing no appreciable nerve root displacement or spinal stenosis. On (B)(6) 2010: the patient underwent chest x-rays. Impression: normal chest. On (B)(6) 2010: the patient also underwent MRI of the cervical spine. Impression: slightly bulging discs at several upper cervical levels but no stenoses or focal herniations there; small left disc protrusion partly included at t1-2. On (B)(6) 2011: the patient underwent x-rays of the chest. Impression: normal chest. On (B)(6) 2011: the patient underwent CT angiogram of the circle of willis. Impression: negative CT angiogram of the circle of willis. The patient also underwent CT angiogram of the carotid and vertebral arteries. Impression: no evidence of stenotic or occlusive disease involving the carotid artery bifurcations. On (B)(6) 2011: the patient presented with headaches, neck pain radiating down into shoulder, as well as low back pain radiating to left leg. On (B)(6) 2011: the patient presented with neck pain radiating down right shoulder pain, low back pain radiating to left leg, and headaches. On (B)(6) 2012: the patient presented with neck, low back, left leg pain and headache. On (B)(6) 2012: the patient also underwent CT of the cervical spine. Impression: no evidence of acute fracture, or dislocation. The patient underwent abdominal pelvic CT. Impression: within normal limits. The patient also underwent a chest CT angiography. Impression: normal CT angiogram of the thoracic aorta. No evidence of aneurysmal dilation or dissection. The patient underwent a head CT. Impression: within normal limits. On (B)(6) 2012: the patient presented with neck, low back, left leg and mid back pain. On (B)(6) 2013: the patient presented with headache, neck, midback, lowback, legs and knee pain. The patient also reports his leg went numb. On (B)(6) 2013: the patient presented with headaches, mid and low back pain. On (B)(6) 2014: the patient presented with right shoulder, low back, mid back, neck and left leg pain. On (B)(6) 2014: the patient presented with pain in neck radiating down into the right shoulder. The patient also reports mid to low back pain that goes into left leg. On (B)(6) 2009/(B)(6) 2010: the patient presented complaining neck pain. Medications: lorcet, ibuprofen, zanaflex, neuronitin. Impression: neck pain: lower neck; middle neck; upper neck; muscle spasm; spine: c-spine; oa; radicular pain.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2000- reports back pain on & off for 2 years. Exam moves with no evidence of pain. Head & neck-normal cervical range of motion. No visible spine deformity, full range of motion in all directions. Straight leg raise & neurological exam of upper & lower limbs normal. X-rays- no significant bony abnormality. Vague nonspecific back pain without abnormality. (B)(6) 2000- 1 month follow-up- can't read (B)(6) 2000 emergency room visit- motor vehicle crash, right arm pain/abrasions, scalp laceration. Cross table of cervical spine- no evidence of fracture or malalignment. Radiographs right elbow & cervical- negative, right shoulder borderline ac joint, otherwise negative. (B)(6) 2000- office follow-up to car accident. (B)(6) 2000- staple removal- scalp laceration (B)(6) 2000- emergency room visit- perianal abscess & (B)(6) 2000 emergency room visit for wound check needs help with removal of packing. (B)(6) 2001 left knee pain (B)(6) 2002, (B)(6) 2003, (B)(6) 2003, (B)(6) 2004, (B)(6) 2004, (B)(6) 2005, (B)(6) 2007, (B)(6) 2007 abcess/cyst right thigh, neck, back or tailbone (B)(6) 2002 emergency room visit for mid back pain injured when lifting trailer. Musculoskeletal back pain (B)(6) 2002 follow-up to motor vehicle accident. (B)(6) 2003 cervical & thoracic & lumbar radiographs- negative (B)(6) 2003- neck & back pain continues. Knee & shoulder pain have improved. (B)(6) 2004- office visit follow- up to emergency room visit- can't read. (B)(6) 2004 office- needs packing removed incision & drainage area on coccyx (B)(6) 2004: neck pain radiating into left shoulder, left shoulder pain, knee pain continues. (B)(6) 2004, (B)(6) 2004, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2007 chest pain & or shortness of breath (B)(6) 2004 emergency room visit low back pain (B)(6) 2006- office check cysts on back & lungs-general check-up (B)(6) 2006- EKG normal sinus (B)(6) 2006- increase blood pressure passed out 3 times in 36 hours (B)(6) 2006 office follow-up to emergency room visit for back pain (B)(6) 2007 right hand/finger injury (B)(6) 2008, (B)(6) 2008, (B)(6) 2008 office follow-up to emergency room visit for perirectal abscess (B)(6) 2008 emergency room visit for chest pain (B)(6) 2008 office follow-up to chest pain emergency room visit (B)(6) 2008 emergency room visit for chest pain normal chest radiograph (B)(6) 2008 emergency room visit- requesting hpv testing (B)(6)-2008: emergency room visit for back pain right sided, radiates fell off 10 wheeler truck . The patient underwent x-rays of the thoracic spine. Impression: negative thoracic spine. The patient underwent x-rays of the lumbar spine. Impression: negative lumbosacral spine. Chest radiograph normal (B)(6) 2008- emergency room visit for tailbone cyst. (B)(6) 2009- emergency room visit for neck pain. Hit head on ceiling of truck cab. CT cervical spine-mild scoliotic curvature of cervical spine, no acute fractures or subluxations. (B)(6) 2009 emergency room visit for head injury & numbness, hit head on car ceiling. Neck & facial pain face numbness with head rotation. Motor vehicle accident 2 days prior (B)(6) 2009- needs work excuse /neck pain (B)(6) 2009- emergency room visit for tail bone cyst (B)(6) 2009- emergency room visit for shortness of breath/cough 15, 16 & (B)(6) 2009 emergency room visit for right shoulder abscess & replacement of right shoulder blade wound packing. (B)(6) 2009 emergency room visit for nausea & vomiting. (B)(6) 2009 sleep study (B)(6) 2009- visit related to sleep apnea (B)(6) 2009- emergency room visit for back abscess & cough (B)(6) 2010 emergency room visit for neck pain. Out of medication. (B)(6) 2010- emergency room visit for palpitations, vomiting. CT angiogram chest, normal pulmonary arteries, no pulmonary emboli. Chest radiograph & EKG normal. (B)(6) 2010 emergency room visit for chest pain, dizziness, joint pain. Normal chest radiograph (B)(6) 2010 emergency room visit for abscess right thigh (B)(6) 2010- office visit for paroxysmal atrial fibrillation. Holter monitor. EKG normal sinus rhythm (B)(6)-2010: the patient underwent an echocardiograph. Conclusion: mild left ventricular hypertrophy and left ventricular dilatation; left atrial dilation; normal left ventricular function. Holter monitoring showed sinus rhythm, 6 beats of supraventricular ectopic activity, 2 were in atrial couplet, 4 were pacs. (B)(6) 2010- emergency room visit for sebaceous cyst (B)(6) 2010 emergency room visit for chest pain (B)(6) 2010 dizziness (B)(6) 2010- emergency room visit for chest pain & nosebleed. (B)(6) 2010 emergency room visit for chronic right leg pain. Radiograph ankle/knee negative (B)(6) 2010 emergency room visit- chest pain palpitations. Normal EKG/chest radiograph. History of atrial fibrillation (B)(6) 2010 emergency room visit for sebaceous cyst (B)(6) 2010 emergency room visit for abscess left thigh, cyst back/buttock (B)(6) 2010 emergency room visit for sore throat & mouth swelling. Oral surgery dental extraction 4 days prior. (B)(6) 2010 pain in low back/right leg. Fell 3-4 weeks ago plan for tlif- handwritten notes. Note dictated on (B)(6) 2010 does not have a date of visit. History of long standing low back pain exacerbated over past few weeks & right lower extremity pain. Has not had physical therapy or pain management. Exam faber negative straight leg raise negative range of motion cervical normal. Range of motion lumbar spine: pain on flexion & extension of lumbar spine. MRI reveals slight degenerative disk disease at l5-s1. Patient does not want pain management or physical therapy wants to proceed to lumbar fusion. (B)(6) 2010: emergency room visit: low back & left leg pain, out of pain medication. (B)(6) 2010- worsening pain in low back left buttock into leg. CT ordered (B)(6) 2010- status post tlif. Dictated (B)(6) 2010- no date of visit- 3 months out from lumbar fusion, compains of left leg pain. CT scan showed negative_bone fragment seen now at l5-s1. Discussed bone fragment removal. Schedule lumbar exploration. (B)(6) 2011 emergency room visit for low back pain with lower extremity radiculopathy. Tripped over toy on floor & fell to knees. (B)(6)-2011: the patient presented with foraminal stenosis, l5-s1 on the left. The patient underwent the following procedures: l5-s1 decompression, to decompress the l5 nerve root on the left; l5-s1 decompression for lateral recess stenosis at l5-s1, to decompress the s1 nerve root; exploration of fusion. No patient complications were noted. Discharged same day (B)(6)-2011: the patient presented with wound drainage. The patient underwent a lumbar wound incision and drainage. Liquified hematoma above fascia found & removed. (B)(6) 2011: microbiology report- lumbar wound swab- rare growth of staphylococcus epidermis. Anaerobic culture negative. (B)(6) 2011 microbiology report- lumbar wound tissue - heavy growth of staphylococcus epidermis. Anaerobes negative. (B)(6) 2011 emergency room visit for lower back pain 8/10 & fever. Impression- post operative pain. (B)(6) 2011- suture removal. Left leg pain- nurse visit (B)(6) 2011- emergency room visit- extreme back pain left greater than right, redness of surgical site. Increased fluid collection post midline overlying the post para spinal musculature. ? Seroma. Infection not excluded. (B)(6) 2011- lumbar spine ap & lateral radiograph. Impression- post surgical changes at l5-s1 with fusion procedure. (B)(6) 2011 emergency room visit: low back pain 8/10 radiating down left leg. Lumbago (B)(6) 2011- wound check-clean dry & intact (B)(6) 2011: emergency room visit for chest pain. (B)(6) 2011: emergency room visit back pain- slipped in tub. (B)(6) 2011 pain management center- new patient low back pain. Patient describes radicular pain in left leg to toe level as if there are ants & worms underneath the skin. Pain is constant, sharp, shooting, throbbing. Poor sleep & exquisite headaches. Seeing chiropractor for manipulative therapy & feels that is hurting him more than helping. Exam: cranial nerves intact. Well healed surgical scar extending from l4 to s1. Marked decreased range of motion on flexion & extension limited to 45 degrees & 0 degrees. Straight leg extension is positive on the left to 45 degrees. Decreased achilles reflex on left. Assessment: lumbar postlaminectomy syndrome & left lumbar radiculopathy. Schedule for caudal epidural steroid injection, excellent candidate for spinal cord stimulator. Pt & aquatic therapy. (B)(6) 2011: emergency room visit for stress & chest pain. Chest x-ray negative. (B)(6) 2011: emergency room visit for pilonidal cyst with abscess (B)(6) 2011- emergency room visit for cat bite on right hand (B)(6) 2011: emergency room visit for left shoulder pain after lifting heavy object 2 days ago. Left shoulder radiograph-negative. (B)(6) 2011: emergency room visit for abscess on left inner thigh (B)(6) 2011 pain visit- assessment: lumbar postlaminectomy syndrome, left lumbar radiculopathy, low back pain. Stable & compliant no changes in medication. (B)(6) 2011: emergency room visit for abscess on back, described as (B)(6) + historically. (B)(6) 2012: emergency room visit for sebaceous cysts on back & thigh (B)(6) 2012: emergency room visit for abscess on back & neck. (B)(6) 2012 emergency room visit for sebaceous cysts on back & groin. Incised & drained, packed. (B)(6) 2012 emergency room visit: patient reported knot under left breast, cysts on back of neck & mid back. Shortness of breath. Abscess incised & drained. Bronchitis. (B)(6) 2012 emergency room visit for abscess in left inner thigh. (B)(6) 2012 emergency room visit for surgical wounds which broke open today on thighs. Dressings placed. (B)(6) 2012 emergency room visit- fall 20 feet out of window, landed on feet into dirt & brush. Presented with back pain. Arrived on spinal board. Radiographs: left & right ankles- negative, chest-diminished lung volumes with bibasilar atelectasis, left foot & right foot- negative. (B)(6) 2012- increasing bilateral scrotal pain 1 day after intercourse. Emergency room visit including scrotal ultrasound-findings consistent with orchitis, small bilateral hydroceles & bilateral epididymal cysts. (B)(6) 2012- emergency room visit: 2-3 days of blisters on left forearm, hurts in arm & shooting down to hand. Diagnosis- rash (B)(6) 2012: emergency room visit: patient with surgery more than 3 weeks ago, & wound vac for 3 weeks, complaints of fever/odor from site. Assessment- wound looks clean, dry, not red. (B)(6) 2012 office follow-up to cyst removal on (B)(6) 2012 the patient presented with conditions of sebaceous cyst and hypertension. The doctor's assessment was post-laminectomy syndrome of lumbar region, lumbosacral spondylosis without myelopathy and lumbar radiculopathy. Back pain- upper back, lower back, gluteal & neck pain. (B)(6) 2012: emergency room visit: patient reports abscess on left beltline for 3 days. Incised & drained. (B)(6) 2012 emergency room visit: patient complains of abscess on back of neck & back. 3-4 days. Sebaceous cyst (B)(6) 2012-emergency room visit: groin abscess right thigh 3 days. Incised, drained, packed. (B)(6) 2012- therapeutic drug monitoring: drug screen negative. (B)(6) 2012: emergency room visit: patient with 2 days of upper left quadrant abdominal pain. 3cm soft lump under l rib area tender to palpation. (B)(6) 2012- emergency room visit: 2 weeks ago patient developed sharp, progressively increasing left lateral rib/lipoma pain, radiating to scapular area. Wants CT & removal now. Toradol injection given. (B)(6) 2012 CT of chest- impression: no acute cardiopulmonary process. (B)(6) 2013- emergency room visit- laceration right leg by a carpenter knife. Wound sutured. (B)(6)2013 office for abscesses & abdominal CT scan results on (B)(6) 2013 the patient presented with pre and post-op diagnosis of painful back masses x4. The patient underwent excision of painful back masses x4 procedure, all approximately 1cm x 3cm each. Pathology: ruptured cyst, folliculitis, acute chronic granulomatous inflammation. On (B)(6) 2013 the patient presented with pre-op diagnosis of painful back masses x4. The patient underwent the excision of painful back masses, three subaceous cysts, and one suture granulome. Findings consistent with suture granuloma and grossly resembling three sebaceous cysts. All incision sites were approximately 3 cm x 1 cm x4. No other gross pathological abnormalities were appreciated at the time of procedure. Pathology report- ruptured epidermal cysts & ulcer, fibrosis & foreign body granulomata. (B)(6) 2013 emergency room visit: patient complained of low back pain radiating into the left lower extremity since getting into his car tonight. Felt a pop in his low back. Shortly after onset he felt numbness/tingling/burning in left lower extremity. Diagnosis: lumbago. Solumedrol given im. (B)(6) 2013 lumbar spine 3 view radiograph- comparison (B)(6) 2011. Impression- posterior lumbar fusion spanning l5-s1 in anatomic alignment with no evidence of hardware complication. On (B)(6) 2013 the patient presented with pre-op and post-op diagnosis of painful back mass and underwent the excision of painful back mass approximately 3cm x 1cm. Pathology: ruptured epidermal inclusion cyst. (B)(6) 2013 office follow-up to cyst removal (B)(6) 2013- emergency room visit. Recent back mass removal. Patient complains of weed eating today & falling approximately 10 feet landing on back. Now has pain in back. Reports numbness & tingling in legs: no change from no change from chronic baseline. Diagnosis: back sprain. (B)(6) 2013 CT lumbar spine without contrast: compared to study from (B)(6) 2012. Status post fusion at l5-s1 level. The hardware looks unchanged compared to prior study. Impression- no acute fracture or subluxation in the lumbar spine. (B)(6) 2013 CT thoracic spine without contrast. Compared to study from (B)(6) 2012. Impression: no fracture or mal-alignment of the thoracic spine. Two subcutaneously based soft tissue, rounded, abnormalities in the posterior soft tissue. These may represent sebaceous cysts or small contusions. Correlate clinically. (B)(6) 2013, (B)(6) 2013 office follow-up to cyst removal pain. Cellulitis. (B)(6) 2013- long term medication use monitoring. Drug screen negative. On (B)(6) 2013 the patient underwent excision of painful inguinal masses x2 (right side) and painful pubic mass x1 (left side) pathology report: ruptured epidermal cyst x 3 (B)(6) 2013- emergency room visit. Patient complains of abscess with bloody drainage & smell. Post operative - removal 6 days ago. (B)(6) 2013-emergency room visit. Patient complained of increased pain, swelling & redness to upper thigh post operative day 3 for incision & drainage. Abscess incised, drained, packed. (B)(6) 2013 , (B)(6) 2013- office follow-up to cyst removals (B)(6) 2013- emergency room visit. Patient complained of abscess on left thigh for 3 days & intermittent right neck pain- achey & sharp worse with head rotation to right & radiation down right arm. Abscess incised, drained & packed. (B)(6) 2013-long term medication use monitoring. Drug screen negative. (B)(6) 2013 emergency room visit. Patient complained of abscesses on back for 3 days. Abscesses incised & drained. Diagnosis: cellulitis of trunk on (B)(6) 2013 the patient presented with pre-op diagnosis of painful back masses x4 and underwent excision of painful back masses x4 procedure, each measuring approximately 3cm x 1cm. Pathology report:1. Perifolliculitis, focal dermal acute inflammation & fibrosis. 2 & 3: epidermal inclusion cyst. 4. Ruptured small epidermal inclusion cyst. (B)(6) 2013: emergency room visit. Patient complained of post surgical back & neck pain, decreased sleep. Had multiple masses removed from his back & neck 6 days ago. Exam noted several incisions, no drainage. Diagnosis- post operative pain. No treatment. (B)(6) 2013- office for sebaceous cysts (B)(6) 2013: billing record-office visit for cellulitis of trunk. (B)(6) 2013: emergency room visit: diagnosis: drug abuse & psychosis, depression. Drug screen was negative. Patient reported taking total of 32 lortab 10mg in past 24 hours. Vomited once. Patient reported he takes 10 lortabs a day for 3-4 days of the week denied suicide attempt. Discharged to psychiatric hospital. (B)(6) 2014: emergency room visit. Patient complained of abscess on left inner thigh. Diagnosis: cellulitis of leg. Abscess incised & drained. Start clindamycin. (B)(6) 2014 emergency room visit: patient complained for right shoulder pain, injury from 6 days ago lifting sacks of feed. Was seen by chiropractor 1 day ago who performed x-rays & thought it was an inflamed tendon. Re-injured shoulder last night lifting sacks of feed. Diagnosis- right shoulder sprain. X-ray negative. Treated with toradol intramuscular injection, splint. Prescriptions for flexeril & naprosyn. (B)(6) 2014: emergency room visit. Patient complained of cyst on back duration- few months but started draining last night. Has previous history of cysts needing drainage. Diagnosis- sebaceous cyst with abscess. Incised, drained, packed with iodoform gauze. (B)(6) 2014: emergency room visit- patient complained of abscess/cyst in genital area tracking/causing hip & testicle pain. On bactrim for 4 days but getting worse. Also states on bactrim & clindamycin for 2 days. Left groin abscess incised, drained, & left open & no drain placed. Diagnosis: cellulitis of trunk. Continue bactrim & clindamycin for total of 10 days.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 nuclear medicine scan no spinal anatomy or pathology imaged. On (B)(6) 2007 right hand x-rays ap, lateral and oblique views show no evidence of bony or soft tissue trauma. Relationships are normal. Minimal distal radial cupping is seen at radio-navicular and radio-lunate articulations consistent with early degenerative disease. On (B)(6) 2007 chest x-ray portable upright ap with poor clarity shows some right hilar prominence. Heart, lung, diaphragmatic and bony relationships appear normal. No evidence of fracture, infiltrates, cardiomegaly or other pathologies is noted. On (B)(6) 2008 chest x-ray upright ap with better clarity shows some bilateral hilar prominence. Heart, lung, diaphragmatic and bony relationships appear normal. No evidence of fracture, infiltrates, cardiomegaly or other pathologies is noted. On (B)(6) 2008 chest x-ray portable upright ap with poor clarity shows some right hilar prominence. Heart, lung, diaphragmatic and bony relationships appear normal. No evidence of fracture, infiltrates, cardiomegaly or other pathologies are noted. On (B)(6) 2008 chest x-ray portable upright ap with good clarity shows some bilateral hilar prominence. Heart, lung, diaphragmatic and bony relationships appear normal. No evidence of fracture, infiltrates, cardiomegaly or other pathologies noted. Lumbar spine series ap and lateral views show normal lordosis without scoliosis. Disc spaces are all well maintained. Very early degenerative disc disease is suspected at l5. There are 5 lumbar vertebra. Sacroiliac joints appear normal. Thoracic spine series show normal kyphosis without scoliosis. Disc spaces are all well maintained. Very early degenerative disc disease is suspected but not proven due to limited technique. On (B)(6) 2009 cervical CT axial views show only minimal canal narrowing at the cervico-thoracic boundary. Facets, bodies and soft tissues appear to maintain optimal relationships. On (B)(6) 2009 cervical CT axial views show only minimal canal narrowing at the cervico-thoracic boundary. Facets, bodies and soft tissues appear to maintain optimal relationships. No interval change noted from (B)(6). Slight reversal of lordosis is seen c3 to c5 due to mild disc space narrowing. On (B)(6) 2009 cervical MRI borderline degenerative changes with generalized canal narrowing but no specific stenosis or hnp. No evidence of previous surgery. On (B)(6) 2009 chest x-ray normal pa and lateral chest films. Cardiac, pulmonary and bony tissues all normal. On (B)(6) 2009 chest x-ray normal pa and lateral chest films. Cardiac, pulmonary and bony tissues all normal. On (B)(6) 2010 chest CT normal appearing chest study. Spinal pathology is not evident. On (B)(6) 2010 chest x-ray normal pa film. Cardiac, pulmonary and bony tissues all normal. On (B)(6) 2010 chest x-ray normal pa film. Cardiac, pulmonary and bony tissues all normal. On (B)(6) 2010 right knee series ap, lateral and oblique views appear normal. Slight fragmentation of the tibial tuberosity is noted right ankle series three views of the right ankle. Talar neck fracture is noted. This appears old and partially healed. On (B)(6) 2010 chest x-ray normal pa film. Cardiac, pulmonary and bony tissues all normal. On (B)(6) 2010 lumbar series three views of the lumbar spine shows very early degenerative change at l5, otherwise normal lordosis without spinal pathology thoracic series normal study. On (B)(6) 2010 lumbar MRI sagittal t2 image shows l5 disc to be desiccated with a subannular midline protrusion. Axial views verify the above findings. So significant stenosis is seen although the entire canal suggests hereditary narrowing due to short pedicles. On (B)(6) 2010 chest x-ray ap and lateral views are unchanged from other studies. Scaring is noted about the hila bilaterally but no acute pathology is seen in pulmonary, cardiac or bony tissue. On (B)(6) 2010 lumbar x-rays three lateral views taken in sequence show localization of l5 during posterior fusion surgery with penfield 4. Subsequent placement of 4 pedicle screws into l5 and s1. Next final view with rods and interbody device in position. It is noted that the interbody capstone has subsided through the inferior endplate of l5 already suggesting an inter operative occurrence rather than a postoperative one. On (B)(6) 2010 lumbar CT position of instrumentation is verified as satisfactory. Capstone spacer is seen full of graft material. Debris is suspected along the insertion track but no formal heterotopic bone is seen. No stenosis is evident. Posterolateral bone is seen in these studies particularly in the coronal reconstructions. On (B)(6) 2010 lumbar CT heterotopic bone is developing on the left at l5/s1. Stenosis is also suspected developing atl4/5. Screws, rods and spacer are unchanged. Cervical MRI sagittal studies show desiccation and bulging from c2 to c6 with beaking of endplates and stenosis at t1/2. On (B)(6) 2011 chest x-rays three views are unchanged from other studies in this series. Hilar scaring is noted bilaterally with clear lung fields, normal cardiac shadow and normal bony relationships. On (B)(6) 2011 lumbar x-rays show construct at l5/s1. Screws and rods are in good position. Capstone is seen subsided ventrally into the l5 inferior endplate. Lumbar CT shows same l5/s1 construct with heterotopic bone on the left along the capstone insertion track. Fusion cannot be verified. Stenosis is seen centrally at l4. On (B)(6) 2011 chest CT bony anatomy and canal appear normal. No soft tissue swelling or distortion anteriorly or posteriorly. Canal appears somewhat narrowed at t1/2, but without contrast measurement is difficult. On (B)(6) 2011 chest x-ray prominent bilateral hilar vascular markings underpenetrated film with no clear bony pathology. On (B)(6) 2011 shoulder series three views of the left shoulder appear normal. Ac joint, acromio-humeral interval all normal. Normal relationships throughout (B)(6) 2012 head/cervical CT study extends from c2 to the crown. No evidence of any spinal pathology abdominal CT l5/s1 construct is seen although detail is obscured by nature of the study lumbar CT l5/s1 fusion is noted with pedicle screws and capstone spacer. Solidity is not confirmed. Heterotopic bone is seen on the let along the insertion track of the capstone spacer. This could affect the l5 and s1 roots. Screws are well positioned. Thoracic CT non contrasted study shows some costo-vertebral arthritis on the right at t12 and t11, also possible canal narrowing though the t1 and t2 areas. Otherwise study appears normal. Visualization of the cord is poor. Chest x-ray portable ap supine film reversed. Very poor quality study due to limited inspiration and supine position. Right heart border is a bit obscured. With vascular prominence in both fields and fluffy patchy infiltrates. All these changes could potentially be technique caused. Right ankle series ap and lateral views of the right ankle show normal mortise relationships without fracture or degenerative change. The lateral view appears to show some talonavicular joint narrowing otherwise normal study. Right foot series again shows medial talnavicular arthritis. Lateral view appears to show arthritis of the sesamoids as well. Minimal cysts are seen in the medial aspect of the ip joint of the great toe. Relationships are otherwise well preserved. Left ankle series essentially normal study left foot series shows similar degenerative change about the sesamoids. Assessory navicular is suspected with some narrowing again of the plantarmedial aspect of the talo-navicular joint. Cervical MRI stir and t2 sagittal images show desiccation of the cervical discs from c2 to c6 with flattening of the normal lordosis. No canal encroachment is seen at these levels. T1/2 appears to show beaking at the disc space with narrowing of the canal at that point. Axial views terminate at t1 but show some attenuation of the ventral subarachnoid space without cord compression. No hnp is noted. On (B)(6) 2012 scrotal ultrasound no spinal pathology imaged (B)(6) 2012 chest x-ray two ap and two lateral views show prominence of the hilar areas possibly due to scar. Lung fields are otherwise normal. Cardiac shadow is normal. Bony anatomy is normal. On (B)(6) 2012 abdominal CT study the initial series is focusing on the abdominal aorta with various measurements. Remainder of the study is contrasted. It does show the spinal instrumentation still in place although imaging is over penetrated for a good look at the spinal anatomy. On (B)(6) 2013 lumbar series shows single level pedicle screw construct at l5/s1 with capstone spacer within the l5 disc space. The spacer appears to have subsided through the inferior endplate of l5. Screw position is still satisfactory. On (B)(6) 2013 thoracic CT study is remarkable only for apparent narrowing again seen at t1/2. Spinal canal contents cannot be clearly measured. Study extends from about c4 to l1. Moderate facet arthritis and distortion is seen at some of the lower thoracic levels. Coronal and sagittal reconstructions are also provided, but not additional information is gleaned regarding pathology. Lumbar CT construct at l5 is again seen. Bridging bone is not confirmed. Subsidence of the implant is verified ventrally. Heterotopic bone is suspected on the left along the insertion track of the interbody implant. Stenosis is suspected centrally at l4. Heterotopic bone is significant enough to cause nerve displacement of the s1 and possibly the l5 roots on the left. On (B)(6) 2014 shoulder series right shows some beaking of the acromion. Also suggested is early gleno-humeral arthritis with some narrowing. No cysts are noted. Sub-acromial interval is a bit roughened but not narrowed. No spinal pathology is imaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2013 - office for sebaceous cysts. The patient was presented for office visit with knots on back. Assessments: cellulitis and abscess of trunk. On (B)(6) 2013 the patient was presented for office visit with hepatic stenosis, chronic back pain. On (B)(6) 2013 the patient was presented for office visit for psychological analysis. Assessments: no complication was reported. On (B)(6) 2013: the patient presented for following admitting diagnosis: depressive disorder. Drug-induced mood disorder. On (B)(6) 2015: patient presented with complaint of shortness of breath. Patient also underwent x-ray of chest due to chest pain. Impression: normal chest. On (B)(6) 2015: patient presented with complaint of chest pain. Patient also underwent x-ray of chest. Impression: no acute cardiopulmonary process. On (B)(6) 2015: patient presented with pmh of atrial fibrillation, which was originally diagnosed in 2010. Patient had visited to be evaluated. On (B)(6) 2015: patient presented with complaint of atrial fibrillation. On (B)(6) 2015: patient presented with complaint of weakness and right side upper quadrant pain. Patient underwent ultrasound of gallbladder. Impression: mild splenomegaly. No evidence of cholelithiasis or cholecystitis. Diffuse fatty infiltration of the liver. On (B)(6) 2015: patient presented with complaint of pain in left elbow. Patient underwent ultrasound upper extremity duplex, left. Impression: negative study. Patient also underwent x-ray of left elbow. Impression: small lucency involving the coronoid process of the ulna may reflect an age indeterminate nondisplaced ulnar fracture. Clinical correlation and follow-up exam was recommended.

Event description:
It was reported that on (B)(6) 2014, per billing records, the patient presented in ER for abscess/cyst drainage. Impression: abscesses (B)(6) 2014, perbilling records, the patient presented in ER for a toradol injection and shoulder x-rays. Impression: negative shoulder. On (B)(6) 2014: the patient admitted with joint shoulder pain. On (B)(6) 2014: the patient presented with right shoulder pain, hypertension, benign, sebaceous cyst. Assessment: shoulder bursitis/tendinitis. Impression: x ray data showed that the right shoulder was within normal limits except for some mild early a.c. Degenerative changes. Assessment: osgood schlatter. Impression: the patient had clinical findings of the sequel of old osgood slaughter's. He also had some tenderness around that area and had some protuberance and history of some fragmentation on previous x-ray. At that point it bothered him if he was down on his knees a lot. On (B)(6) 2014: the patient presented for follow up of the abcess drained from his back in the ER on (B)(6) 2014, s/p I<(>&<)>d, sebaceous cyst.he complained of having packing in the wound from the ER. He underwent various physical exams. Assessment: unspecified disorder of skin and subcutaneous tissue. On (B)(6) 2002: the patient underwent x-ray of c-spine w/obliques. Impression: there is normal alignment. No fracture or other abnormality. On (B)(6) 2010: the patient underwent x ray of complete right foot. Impression: degenerative changes at the interphalangeal joint of the big toe. Otherwise negative study. The patient underwent x ray of right tibia and fibula. Impression: negative study. The patient underwent x ray of left ribs. Impression: negative ribs.

Event description:
On (B)(6) 2009: the patient injured his neck after a 10-wheeler he was driving ran off the road. The patient underwent a CT scan of the cervical spine. Impression: normal CT scan of the cervical spine. On (B)(6) 2009: the patient presented with neck pain and stiffness, mostly at base of skull but also down into neck. The patient has decreased range of motion, left greater than right and increased paraspinal muscle tension with some spasm. Assessment: neck pain. On (B)(6) 2009: the patient presented with neck pain and headache. The pain is radiating down the right shoulder. Exam notes state that an MRI exam revealed multiple level of cervical stenosis. Exam impression: neck pain; muscle spasm; osteoarthritis; radicular pain. On (B)(6) 2010: the patient presented with neck pain with radiation over the right shoulder with distal paresthesia. Exam found restricted extension with pain and spasms and tenderness. On (B)(6) 2008: the patient underwent x-rays of the thoracic spine. Impression: negative thoracic spine. The patient underwent x-rays of the lumbar spine. Impression: negative lumbosacral spine. On (B)(6) 2010: the patient underwent an echocardiograph. Conclusion: mild left ventricular hypertrophy and left ventricular dilatation; left atrial dilation; normal left ventricular function. On (B)(6) 2010: the patient underwent x-rays of the lumbar spine. Impression: negative lumbosacral spine. The patient also underwent x- rays of the thoracic spine. Impression: negative thoracic spine. On (B)(6) 2010: the patient underwent an MRI of the lumbar spine. Impression: mild degenerative annular disk bulges at the t11-t12 and t12-l1 disk levels; small central disk protrusion at the l5-s1 disk level causing no appreciable nerve root displacement or spinal stenosis. On (B)(6) 2010: the patient presented with preoperative diagnoses of degenerative disk disease with instability and radiculopathy, l5-s1. The patient underwent the following procedures: pedicle screw instrumentation non-segmental, l5-s1; posterolateral fusion, using structural arthrodesis, bmp compression resistant matrix and morselized bone graft, l5-s1; posterolateral interbody fusion using structural arthrodesis, peek cage, rhbmp-2/acs, and morselized bone graft; lumbar decompression at l5-s1 to decompress the l5 nerve root; lumbar decompression to decompress the s1 nerve root. Per the op notes, a peek cage was filled with a rhbmp-2/acs sponge and previously morselized bone. A construct of morselized bone and rhbmp-2/acs were placed anteriorly into the disc spaced followed by the peek cage. This was placed in position and tacked anteriorly and rotated. Rhbmp-2/acs and bone graft were then placed behind the cage. The compression resistant matrix was then wrapped in morselized bone and rhbmp-2/acs and this was placed into the lateral gutters spanning the transverse processes of l5 to the sacral ala bilaterally. No patient complications were noted. On (B)(6) 2010: the patient underwent CT of the lumbar spine. Impression: the patient is status post posterior fusion with intra-pedicular screws and posterior rods at the l5-s1 level. There is an ill-defined soft tissue density that is indeterminate in nature at the l5 level. This may represent granulation tissue or fluid collection and/or disk material. It appears to be extending into the left neuro-foramen. On (B)(6) 2010: the patient underwent CT of the lumbar spine. Impression: l5-s1 spinal fusion in anatomic alignment; no other active pathology detected. The patient underwent MRI of the cervical spine. Impression: slightly bulging disks at several upper cervical levels but no stenosis or focal herniations there; small left disk protrusion partly included at t1-2. On (B)(6) 2011: the patient presented with foraminal stenosis, l5-s1 on the left. The patient underwent the following procedures: l5-s1 decompression, to decompress the l5 nerve root on the left; l5-s1 decompression for lateral recess stenosis at l5-s1, to decompress the s1 nerve root; exploration of fusion. No patient complications were noted. On (B)(6) 2011: the patient presented with wound drainage. The patient underwent a lumbar wound incision and drainage. On (B)(6) 2011: the patient underwent CT of the lumbar spine. Findings: no acute fracture or subluxation is seen, increased density noted in the posterior soft tissues suggesting seroma or hematoma. The patient also underwent x-rays of the lumbar spine. Impression: post-surgical change at l5-s1 with fusion procedure. On (B)(6) 2011: the patient underwent a caudal epidural steroid injection under fluoroscopic guidance. No patient complications were noted. On (B)(6) 2012: the patient presented with continued lumbar axial and radicular pain. Impression: lumbar postlaminectomy syndrome; left lumbar radiculopathy; chronic low back pain. On (B)(6) 2012: the patient underwent CT of the lumbar spine. Impression: lower lumbar posterior subcutaneous fat infiltration from previous scarring and/or contusion; l5-s1 posterior spinal fusion with intact hardware position; l4-5 spinal stenosis from hypertrophic change; no acute fracture or subluxation evident. The patient also underwent CT of the thoracic spine. Impression: no acute findings. The patient underwent MRI of the cervical spine. Impression: mild degenerative disk bulge at the c5-6 disk level; small left paracentral degenerative disk protrusion partially covered by degenerative endplate spurring at the t1-2 disk level; no evidence of acute fracture, subluxation, or spinal stenosis.